Manufacturer narrative:
Hip revision performed on (B)(6) 2016 at (B)(6). Patient presented with pain, metal debris severe, head of stem was articulating on the lateral side of the liner, liner had worn through to the cup, duraloc liner and locking ring were replaced, stem remained in situ (smith and nephew) , head replaced with smith and nephew product. Primary hip was done in 2000. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision performed on (B)(6) 2016 at st george hospital. Patient was revised to address the liner having worn through to the cup, resulting in pain and metal debris.